Event description:
It was reported that the patient had been in the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 348 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (abdomen) at the hospital, the pod's cannula was found bent. Symptoms reported include vomiting, fever and stomach pain. The patient was treated with insulin intravenously and medication for nausea. The patient was released two hours later on the same day, (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 2.1.0. Cloud - operating system 26.1. Cloud - hardware iphone15.3. Cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.